Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant adjust belt / check belt / check te messages) was confirmed. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires and the j1001 connector on the computer / analog (ca) board. The cause of the constant messaging is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged connector, cable, and wires. The root cause of the damage is excessive force placed on the monitor at the connector while the belt was attached. No adverse event resulted from the damaged connector, cable, and wires.

Event description:
A us distributor contacted zoll indicating that a patient was receiving constant adjust belt, check belt, and check therapy pad messages.